Event description:
It was reported lead noise was observed on the atrial lead. The noise episode was random, high in amplitude, and low in frequency. No other electrical anomalies were detected. The patient experienced no symptoms. Making a programming change was recommended to reduce some oversensing. The patient will continue to be monitored. No further information is available.